Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, self test. Rewind, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected rewinds or no delivery alerts noted during testing. Unit functioning properly. During download history review no relevant alarms noted to confirm complain codes. However, pump error 63 was recorded on (B)(6) 2024 at 20:53:48 hour. File number=2017 line number=147. Per software engineering log investigation pump error 63 was cause by twi interface on main/motor processor esf# (3926945). Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. However, corroded electronic assembly was noted causing an intermittent electrical short. Unit also received with cracked case (battery tube), cracked case (lower side of battery tube), battery tube threads - cracked, cracked keypad overlay and scratched case. In conclusion customer allegations of insulin flow block and rewind anomalies are not confirm. However, cracked case and moisture damage was confirm during visual inspection. In addition, pump error 63 was recorded in download history files. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that insulin pump alarms caused restart to rewind in the middle of the process, also reported cack on the insulin pump's screen, water went under the screen in the past, no delivery alerts. Troubleshooting was was partially performed and found that the pump was damaged in the liquid crystal display, unknown whether the customer was able to read from the screen. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.